Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a loss of prime issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue with the cartridge was not resolved with troubleshooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.